Event description:
It was reported that the iab was inserted into a patient with a high degree of aortic calcification. When the balloon showed evidence of rupture, the iab was removed and replaced. There were no patient complications.